Event description:
During an in-clinic follow-up, an increase in capture threshold that resulted in a loss of capture and p-wave amp variation were noted on the right atrial (ra) lead. X-ray imaging was performed which confirmed the ra lead was dislodged. The ra lead was deactivated via programming of the device. The patient was stable and will continue to be monitored.